Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Additional information will be submitted when available.

Event description:
A small spring on the guide tap adaptor dissociated from the adaptor and fell into the wound. The spring was located and removed from the wound. The surgeon alleges that this was a significant adverse event because it could have become lost in the patient.